Manufacturer narrative:
The product history review is expected but has not been completed. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant housing was sticking halfway out of the sealant sleeve of a 6/7f mynx control vascular closure device (vcd) upon opening the device package. Device deployment was not attempted and not used on the patient. There was no reported patient injury. The device was intended to be used for an interventional procedure. The device was stored per label. The attached image shows the distal end of a mynx control vascular closure device. The device is not exposed to blood. The outer sealant sleeves are displaced exposing the sealant. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h10. A review of the manufacturing documentation associated with lot f2229501 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant housing was sticking halfway out of the sealant sleeve of a 6/7f mynx control vascular closure device (vcd) upon opening the device package. Device deployment was not attempted and not used on the patient. There was no reported patient injury. The device was intended to be used for an interventional procedure. The device was stored per label. The attached image shows the distal end of a mynx control vascular closure device. The device is not exposed to blood. The outer sealant sleeves are displaced exposing the sealant. The product was opened in a sterile field with an rn that was trained on how to operate the device. The device was never used on the patient. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The attached image shows the distal end of a mynx control vascular closure device. The device is not exposed to blood. The outer sealant sleeves are displaced exposing the sealant. The device will be returned for evaluation.

Manufacturer narrative:
-After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3, h6, and h10. As reported, the sealant housing was sticking halfway out of the sealant sleeve of a 6/7f mynx control vascular closure device (vcd) upon opening the device package. Device deployment was not attempted and not used on the patient. There was no reported patient injury. The device was intended to be used for an interventional procedure. The device was stored per label. The attached image shows the distal end of a mynx control vascular closure device. The device is not exposed to blood. The outer sealant sleeves are displaced exposing the sealant. The product was opened in a sterile field with an rn that was trained on how to operate the device. The device was never used on the patient. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The attached image shows the distal end of a mynx control vascular closure device. The device is not exposed to blood. The outer sealant sleeves are displaced exposing the sealant. The product was returned for analysis. A non-sterile mynx control vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, both button 1 and button 2 were not depressed with the stopcock open. The sealant sleeve assembly was kinked and opened. It was observed that the sealant was visible due to the opened sealant sleeve assembly. The syringe and procedure sheath were not returned with the device. In addition, a picture was provided. Review of the picture shows the distal end of a mynx control vascular closure device laying in a clamshell tray. It appears that the sealant protrudes out from the sealant sleeve assembly side slits, but not exposed along the catheter, nor exposed to blood. Per dimensional analysis, the catheter working length from distal end of sheath catch to proximal end of balloon of the returned devices were verified and noted to be within specification. Per functional analysis, a simulated deployment test was performed, and both buttons 1 and 2 were able to be fully depressed to deploy the sealant without issue. The returned device performed as intended per the mynx control IFU. Per microscopic analysis, visual inspection at high magnification showed that the sealant was visible due to the kinked/opened sealant sleeve assembly, but the sealant was not exposed along the catheter, remaining in the manufacturing position as received. A product history record (phr) review of lot f2229501 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿deployment difficulty-premature during prep¿ was not confirmed during analysis of the returned device, however the device was found to be kinked/opened. It should be noted that the mynx control device is manufactured with the sealant sleeve assembly at the distal end of the catheter cartridge tubing. The sealant sleeve assembly is assembled with 2 side slit overlapping sleeves. Please note that the slits in the sealant sleeve assembly are not a product defect. The slits are designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the sealant sleeve assembly and is protected by the sealant sleeve assembly from being exposed prematurely. If the sealant sleeve is damaged/kinked during the device insertion into sheath, that could cause the sealant exposed/swelled, and/or obstruct the device path and prevent the device from being inserted into the procedure sheath. According to the instructions for use which is not intended as a mitigation of risk, users are instructed not to use the device if it is damaged. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
-After further review of additional information received the following sections have been updated accordingly: d8, d9, g3, g6, h1, h2, h3, h6, and h10 -this device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. -additional information is pending and will be submitted within 30 days upon receipt.